Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 65mg/dl, 95mg/dl. Tests were done within <10 minutes with a difference of 27mg/dl. Customer applying blood technique incorrectly. Pt did not experience any adverse events. No further info has been reported.